Manufacturer narrative:
The returned catheter was patent. A tear was observed near the proximal end of the catheter. Proteinaceous debris was observed on the catheter. The tear caused the catheter to not meet requirements for the leakage test. The catheter met all requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid transection of the lumbar catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the needle, guidewire and the catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during surgery, the edm lumbar drainage kit had a tear about 10 mm from the first marker point at the proximal end of the catheter. The doctor used a new one to complete the surgery. According to the report, the patient's current status is normal.